Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged. A revision procedure was performed and the lead was successfully repositioned. However, the following day, the lead was exhibiting loss of capture with low sensing and high threshold measurements and was found to have dislodged a second time. Therefore, another procedure was performed and the lead was removed from service and replaced with a competitive lead. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was not returned for testing and no other adverse events have been reported. This product issue will be updated if additional information is received.